Event description:
The patient reported being "sick in the worst, worst way" since the day after the device implant and believes related to the device. The patient also reported that per the doctor nothing is wrong with the device. The patient feels angina, and also tingling all around the device that varies in intensity and is concerned that there may be a "leak" in the device, or energy coming from the leads. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.